Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose was 315 mg/dl. The customer reverted to manual injections for insulin therapy.